Event description:
The hcp reported that the pt was experiencing increased pain and leg weakness. A granuloma was detected at the catheter tip at the level of t11-712. A neurosurgeon was consulted and the morphine dose was decreased. The pt had previously been on morphine sulfate 40 mg/ml at a rate of 14 mg/day. The dose was decreased to 12 mg/day. The pt was treated with ms contin 30 mg 3 times a day and neurotin to help control breakthrough low back pain. Follow-up is planned for one month with an MRI and possible surgery if mass persists.